Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were having "knee problems" and it dawned on the patient that it may be related to their interstim. The patient reported that the knee problems started about a week after implant, after the patient had changed the program and set the amplitude to 5.0. Patient services reviewed with the patient the potential for overstimulation to cause discomfort down the leg. The patient had turned the therapy off prior to calling and they were going to plan to keep it off for a couple of hours to see if the knee discomfort improved and thus troubleshooting was unable to be performed on the call. It was reviewed with the patient that they may need to change programs or decrease the amplitude. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the discomfort and knee issue was resolved by turning the device off and that it was unknown if caused by overstimulation. Patient had an appointment with their health care professional on (B)(6) 2020 to discuss about reported issue. No further complications were reported/anticipated at this time. Additional information was received from the patient. It was reported that the healthcare provider (hcp) did a surgical adjustment on (B)(6) 2020. The adjustment was successful. No further complications were reported.